Event description:
It was reported that the customer had an incomplete bolus wizard. Customer had no filled or open circles on the insulin pump. Customer's current blood glucose reading was 411 mg/dl. Customer needed assistance with programming the pump. Customer has not treated yet. Customer successfully completed setting up their settings. Customer is going to do a correction bolus. Customer was advised that the pump was working as designed. Customer stated that her blood glucose level was high because she has not given herself a bolus. Customer was assisted with setting up a max bolus. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.